Manufacturer narrative:
The log file and the hardware component pcb adapter of the affected device were analyzed. The log file analysis confirmed that a device failure 14 was detected and alarmed on the (B)(6) 2020. Other than reported there was no device failure 15 logged. Device failure 14 indicates a communication problem between display unit and ventilation unit and can be cause e.g. By a temporary deviation regarding the system cable. Presumably the phenomenon was caused by a user¿s interaction with the device as it was reported that the device had been moved manually for space reasons. A technical root cause is assessed as unlikely based on the log file analysis and the examined hardware component. The examined hardware component "pcb adapter" worked perfectly and did not show any errors. The final device check according to the manufacturer's specification was performed successfully. The log file analysis also revealed restarts of the ventilation unit in the relevant period of time which could not be traced back to a malfunction of the ventilation unit. It is considered highly likely that these restarts are caused by an actuation of the rocker switch by the user as reaction to the device failure 14 being alarmed. During a warm start, the ventilator's auxiliary audible alarm sounds, and the safety valve is open to allow the patient to breathe spontaneously. After 8 seconds at the latest, the device automatically continues ventilation in unchanged settings. The warm start of the display unit is completed after one minute at the latest. Meanwhile, the user can follow the ventilation already resumed via the oled display of the ventilation unit and read safety-relevant parameters such as fio2 concentration, minute volume and airway pressure. The device reacted as specified to a temporary deviation regarding a temporary communication problem between display unit and ventilation unit which was alarmed visually and audibly. There was no technical device failure found. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator was moved back a few centimeters for space reasons. When this happened, the monitor went dark and the minute volume displayed on the ventilator became less and less. The device also reportedly displayed error 14 or 15 at times. The patient was ventilated with an ambu bag and the device was replaced. According to the user, the device generated an audible alarm. There were no patient consequences reported. An initial review of the logbook showed restarts of the ventilation unit.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator was moved back a few centimeters for space reasons. When this happened, the monitor went dark and the minute volume displayed on the ventilator became less and less. The device also reportedly displayed error 14 or 15 at times. The patient was ventilated with an ambu bag and the device was replaced. According to the user, the device generated an audible alarm.there were no patient consequences reported. An initial review of the logbook showed restarts of the ventilation unit.